Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital for diabetic ketoacidosis. At the time of the call, the contact reported that the customer was being treated with intravenous insulin. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.